Event description:
It was reported that the syringe 10ml saline fill ce experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306575, batch no: 0337051.  As per account, in hemodialysis we use the bd posiflush sp syringe, 0.9% sodium chloride, 10ml for flushing our dialysis access lines. In the current supply, when nurses are flushing some of the syringes, they are suddenly locking with a portion of saline remaining to be instilled. This is causing the nurse to think the access is blocked. Further manipulation, including changing the syringe, has shown that the problem is not the access but the syringe. Accurate assessment of the dialysis access is critical in hemodialysis. These faulty syringes are a potential hazard to our patients.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/22/2021. H.6. Investigation: it was reported that when nurses are flushing some of the syringes they are suddenly locking with a portion of saline remaining to be instilled. To aid in the investigation, three samples were received for evaluation by our quality team. The samples came with no packaging blisters, have been used and the luer tip is contaminated with blood. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force and all results were within specification. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed. It could be possible that even when products are within specification that the customer noticed more force than normal to expel the solution. A device history record review was completed for provided material number 306575, lot number 0337051. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml saline fill ce experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306575. Batch no: 0337051.  As per account, in hemodialysis we use the bd posiflush sp syringe, 0.9% sodium chloride, 10ml for flushing our dialysis access lines. In the current supply, when nurses are flushing some of the syringes, they are suddenly locking with a portion of saline remaining to be instilled. This is causing the nurse to think the access is blocked. Further manipulation, including changing the syringe, has shown that the problem is not the access but the syringe. Accurate assessment of the dialysis access is critical in hemodialysis. These faulty syringes are a potential hazard to our patients.